Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and was unable to determine the cause of the event. The sample resulted as expected when repeated on the same instrument. The cause of the discordant glucose result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated glucose result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). A new sample from the patient was obtained and tested and the original sample was repeated on the same instrument, both resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.